Event description:
It was reported that the ventilator kept alarming, indicating the oxygen concentration was low, while it was connected to the wall oxygen source. (B)(4).

Manufacturer narrative:
Unfortunately the hospital did not record the serial number of the ventilator or provide more info surrounding the event. The hospital resolved the problem, but has not provided info of how it was done, and the ventilator was put back into service. We are therefore, unable to carry out an investigation to determine the root cause of the event. (B)(4).